Event description:
A surgeon reported that after an intraocular lens (iol) was implanted, the pt was not satisfied with his vision. The lens was off axis and there was an unexpected refractive outcome that was causing anisometropia. The lens was exchanged three weeks after initial implantation. In a follow up, the surgeon reported that the event resolved after the exchange procedure. He indicated that the event was likely to have been caused by a large capsular bag associated with the mature nuclear cataract. The surgeon reported that an unapproved viscoelastic was used in the cartridge injector during surgery. No further info is expected.

Manufacturer narrative:
The product was returned for analysis, and the reported complaint could not be verified. The product was damaged and this damage was not mentioned by the customer. Solution was observed on the returned product. The lens is dimensionally acceptable using an approved template, which verifies the axis marks are in the correct location. The optical resolution is acceptable; lens meets specification readings. Results from the product history record review indicated the product met release criteria. Additional info was provided, which indicated an approved cartridge was used, but with an unapproved viscoelastic. The product investigation could not identify a root cause; however, the lens was damaged. Due to the presence of surgical solution, the damage is potentially related to customer handling. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info by phone and fax. A completed questionnaire was received on (B)(6) 2014. (B)(4).